Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was having trouble speaking because something goes through her neck. Caller also said she has shocking through the bottom and top of her brain over the weekend. Patient is not in the system and she doesn't know what she has in her body, she mentioned medtronic. Redirected patient back to her doctor. Patient is not in the system based on device lookup. The patient was redirected to their healthcare provider to further address the issue. Additional information was received. The patient repeated information regarding something that was implanted between c4 and c6 of their spine. The patient added that they also had a surgery between c5 and c7. The patient mentioned that they have in their possession what they believe is a medtronic communicator (agent was under the impression this was an external device), but they could not confirm if medtronic was the manufacturer of their spinal system. The patient also repeated information regarding feeling like something was moving in their brain for the past 4 days, like "shockwaves." The patient was not in the system, so they were directed to their healthcare provider to further address the issue and to confirm their implantable device information. The patient claimed to have spoken with a mdt rep, but they did not provide any information about the rep and did not allege that the rep was aware of the issue. Pt was not certain about the devices but had a device with them which said a41642-092 medtronic. Shocking is continuing. Doctor and facility did not provide any information or documentation. Patient is seeing the doctor on monday. Pt is not seeing any medtronic rep. Patient said the device is a communicator which helps her read her thoughts. Communicator is still going on and patient could not clarify what that meant. Patient got the device on (B)(6) 2020. Patient could not clarify if it was an implant or not but kept saying it is a communicator. Patient said they call doctor, but they do not help. Patient has other spine hardware implanted and patient said she does not have a stimulator. Patient had no further information.